Manufacturer narrative:
Patient information: no further information was provided. Patient identifier: multiple = (B)(6). Abbott service inspected the analyzer and replaced the cuvette washer dry tip, calibrated the r1 pipettor, and performed a cuvette wash using detergent a. No additional discrepant result issues have been reported since the troubleshooting activity was completed. The cc cuv dry tip (cuvette dry tip) was determined to be the likely cause for the issue. A review of the service history for the architect c8000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for cuvette dry tip identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Event description:
The customer obtained falsely elevated architect magnesium results while using the architect c8000 analyzer. The customer indicated retest on an alternate architect generated normal results. Sample ID (B)(6): initial 7.12 mg/dl and retest 1.28 mg/dl; sample ID (B)(6): initial 7.34 mg/dl and retest 1.61 mg/dl; sample ID (B)(6): initial 7.42 mg/dl and retest 1.91 mg/dl; sample ID (B)(6): initial 8.55 mg/dl and retest 2.25 mg/dl; sample ID (B)(6): initial >9.50 mg/dl and retest 1.84 mg/dl; sample ID (B)(6): initial 8.08 mg/dl and retest 2.07 mg/dl. No impact to patient management was reported.